Event description:
Pt was using generic test strips on meter for approx 2 months. She was getting reading averaging 212. Home glucose monitoring did q.d. Pt was alarmed when hgb a,c was reported off 12.3 elevated from prior. Brought meter in for check on accuracy. Ranges 51, 106, 317 respectively. Generic brand stips with her meter was 265 and with office meter 206. With brand name test strips 489 with her meter and 478 with office meter.